Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate and static. Customer reported a blood glucose level above 200 and delivered a bolus. Customer was able to load a new cartridge and the issue was resolved.